Event description:
"On or about (B)(6) 2002," an infast ultra transvaginal sling was implanted to treat stress urinary incontinence. Surgery also included treatment for pelvic pain, cystocele, enterocele, and pelvic organ prolapse. Surgery was performed without complications and she was discharged the next day. It was reported that, after discharge, the patient experienced vaginal pressure and pain, vaginal prolapse, chronic cystitis, sui, and dyspareunia. On (B)(6) 2010, the patient had additional non-ams pelvis mesh products implanted. It was reported that her symptoms continued, including granulation tissue, mesh exposure and erosion, "debilitating abdominal and pelvic pain, a recurrence of urinary incontinence, bleeding, urinary and vaginal infections and dyspareunia." On or around (B)(6) 2011," she underwent mesh removal. Subsequently, she experienced pain, bleeding, vaginal scarring, infection, "continued incontinence and a recurrence of sui and organ prolapse" has sustained permanent injuries, pain suffering, disability and has suffered emotional and mental pain.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.